Manufacturer narrative:
This supplemental report is being submitted to inform correction to d4 serial number of the initial report submitted. The serial number is being corrected from serial number (B)(6) to (B)(6). The correct serial number is (B)(6).

Event description:
Na.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope had an error (e216). The issue occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. D4 serial number, submitted in the follow up - 1 supplemental report is being corrected from (B)(6) to (B)(6). Please also refer to d4 for the updates. The device was returned to olympus for evaluation and the reported failure error e216 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg (light guide)-bundle of the insertion section is broken, the light transmission was not given or too low and error b30. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.